Manufacturer narrative:
The returned device was evaluated. The unit was able to power on and switch between ac and battery power. The device was able to obtain readings visually and audibly alarm during alarm conditions. Visual inspection found some led display segments on bpm digits are not illuminating. Testing was unable to perform bpm accuracy due to the bpm led's not illuminating. Based on the led illumination failure it is possible for bpm readings in the upper 70's to appear as a reading in the 10's. The reported issue was duplicated. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
The customer reported bpm readings are going below 20 and a couple lights on the lower display are out. Tried multiple known working cables and sensors still got low readings on bpm. No patient impact or consequences were reported.